Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event was seen during analysis. As received, a partial lead (only connector portion) was returned in one piece for analysis. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot.